Manufacturer narrative:
(B)(4). Method: the complaint mr850 respiratory humidifier was returned to our fph service centre in (B)(4) where it was inspected by a trained service engineer. Results: visual inspection at the service centre revealed signs of impact damage to the device. The device's enclosure was broken and appeared to have suffered damage from impact or from being dropped. Performance testing revealed that the audible alarm could not be heard. The visual alarm was operational. Previous investigations into this type of failure have identified that the problem occurs when the transducer becomes faulty. The complaint device was manufactured in 2001. Conclusion: the combination of old age (the complaint device is approximately 17 years old), wear and tear, and the noted physical damage are all likely contributors towards the faulty transducer. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm. The subject mr850 was repaired and returned to the customer after passing the performance tests specified in the product technical manual.

Event description:
A distributor in (B)(4) reported that the audible alarm of an mr850 respiratory humidifier was faulty. There was no patient involvement.